Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00039 (uretex to urethral support system). Bard MDR #: 1018233-2011-00095. Note: this report corresponds to bard # (B)(4), referencing avaulta posterior system.

Event description:
Procedure: gynecological and urological. According to the reporter: the patient underwent a posterior repair and urethral procedure for treatment of pelvic organ prolapse and stress urinary incontinence. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.